Event description:
Crm received information that this patient has atrial fibrillation and atrial flutter with some junctional arrhythmias in addition to atrial tachycardia. The patient recently underwent an atrial ablation and has a history of many atrial issues. These issues have resulted in significant sensing and threshold issues with this dextrus atrial lead. Most recently, during threshold testing, atrial capture could not be confirmed. A lead revision was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.